Manufacturer narrative:
Note:date of birth is year valid. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a revascularisation procedure of the left sfa/ pop 2 in.pact admiral balloons were used. Approximately 11 months post this procedure another revascularisation of the left sfa/ pop was carried out with a pacific plus balloon. Approximately 16 months post the initial revascularisation procedure an amphirion balloon was used during a revascularisation of the left sfa/ pop. Approximately 19 months post the initial revascularisation procedure an admiral xtreme was used during a revascularisation procedure of the left sfa/ pop approximately 24 months post the initial revascularisation the patient experienced occlusion of the left sfa/apop left. The % stenosis was 100%. The patient was treated with pta <(>&<)> deb. Event is resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.